Event description:
It was reported during in clinic follow up that the right ventricular (rv) lead exhibited a loss of capture, high defib impedance and oversensing of noise that resulted in inappropriate shock. Fluoroscopy revealed externalized conductors through lead insulation. The lead was explanted and replaced. The patient was stable following explant procedure.